Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. The root cause of the purge leak could not conclusively be determined as the product was not returned. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 38-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak. An "open purge alarm" sounded as a result of the breakdown of the purge reservoir on the device. A needle bypass was performed to keep prevent pump failure. A leak was also reported from the purge sidearm reservoir. No retainer was in use. Of note, the patient utilized a 12" extension set and sodium bicarbonate was reported to be used in the purge solution. There were no reports of harm to the patient.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04129 was provided in sections b2, b5, h1, and h6.